Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that atrial lead exhibited low pacing impedance. On (B)(6) 2021 the lead was capped and replaced. The patient was stable before, during and after the procedure.